Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed a large hem-o-lok clip applier instrument had a loose cable. Non-intuitive motion was also noted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce/confirm the reported complaint. This instrument¿s grip tips were not moving intuitively. When opening or closing the grip tips, only one of the grip tips would open or close. The clip test was performed and passed. Common cause of this failure is attributed to mishandling/misuse. Failure analysis also found instrument had a loose grip cable at the distal end. Common cause of this failure is attributed to mishandling/misuse. The complaint regarding the loose cable and non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site that is related to the primary failure (non-intuitive motion): after opening the housing, the instrument was found to have a broken clamping pulley at the proximal end. Common cause of this failure is attributed to mishandling/misuse. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input shaft. Common cause of this failure is attributed to mishandling/misuse. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode are typically attributed to mishandling/misuse. For example, by improper cleaning/reprocessing techniques, such as insufficient flushing. The probable root cause of the unexpected motion is attributed to a partially seated instrument and subsequent disengagement. Unexpected motion is a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula.

Manufacturer narrative:
This report is being submitted to add the field action reference.

Event description:
Refer to h10/h11 for follow-up information.